Event description:
During the colonoscopy a clip would not fully open but did enough for dr. To close the clip around the mucosa at the polypectomy site. The clip would not deploy after it was attached so he had to pull the entire clip out of the scope. Another clip was placed with no problems.